Event description:
It was reported that during a holmium enucleation of the prostate (holep) procedure the laser fiber malfunctioned and burned at the laser connector. Fiber connector got hot and there was a burnt smell the team noticed. Then the laser broke away from the connector. There was a fiber break. Fiber was disconnected once issue was noticed and the procedure was completed successfully with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in two pieces. Piece 1 measured 276.5 cm from the strain relief boot to the distal tip. Piece 2, the sub miniature a (sma) connector measured 4.9 cm. The exposed glass tip measured 4 mm and had normal degradation. During functional testing, light from the sma connector could not be determined because the connector was completely detached from the fiber body. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the prolong use of the device could have caused accumulation of blood and tissue on the tip leading to the overheating and burnt smell reported. The overheating of the connector lead to it separating from the strain relief boot. According to the device instructions for use, take caution. In the event of no output energy, the laser fiber connector hub may be hot to touch.

Event description:
It was reported that during a holmium enucleation of the prostate (holep) procedure the laser fiber malfunctioned and burned at the laser connector. Fiber connector got hot and there was a burnt smell the team noticed. Then the laser broke away from the connector. There was a fiber break. Fiber was disconnected once issue was noticed and the procedure was completed successfully with another fiber. There were no patient complications.